Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: bi-500-01065 version: (B)(6). A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the issue was caused by workflow technique. Analysis found the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the image acquired with the system did not transfer to the navigation system being used for the procedure. It was noted the connection between the imaging system and the navigation system was normal, but ¿nav¿ was not listed on the patient image thumbnail and it did not become a navigated scan. According to the site, the image was acquired under the condition of navigated scan. The use of imaging and navigation was aborted. This issue occurred intraoperatively and caused a surgical delay however the length of the delay was unknown. There was no reported impact on patient outcome. When the system was checked following the procedure, the image was successfully transferred to the navigation system.